Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump on their own prior top calling technical support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.